Event description:
It was reported that increased rv lead thresholds were observed. The lead was explanted and replaced with no patient complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 9.2-10.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 12.1-13.5cm from the distal tip. The etfe coating was abraded at this location.